Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. Investigation finds the provided product and lot code combination was part of a recall performed in 2004 concerning corail amt stems. This recall was performed due to the product being laser etched on the neck and the subsequent risk of stem fracture. The root cause is attributed to design. The design of the laser etch was changed in 2004 to move its location as well as the recall of all lots less than 1391546. Based on the performed investigation, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Neck fracture (left hip).